Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, product type: implantable neurostimulator. Product ID neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer via a company representative reported that the dbs (deep brain stimulator) gave them back their life! They suffered from generalized dystonia. For the past 35+ years their body had been in constant spasm from their jaw to their toes. From their vocal chords to their gastrointestinal tract. With the dbs they were no longer in need of a ventilator for breathing, their head were off their shoulder and most days they could walk and even work out again. Life was not perfect but it was much more tolerable than it was prior to dbs. The patient had a stroke while they were placing the leads for their dbs and with much determination they survived. The patient was asked if they would do it again following the stroke, their answer was without a second thought. As long as technologies stay in front of them, they would continue functioning and living. It was indicated that the patient had three company products; their first was intrathecal baclofen pump 1999, then came their dbs 2010,and interstim 2012. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent